Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The colleague infusion pump was not returned for evaluation. As a result, the problem could not be confirmed. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
It is unknown at this time if the device will be returning for evaluation. A follow-up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which a patient appeared to look like his blood pressure may become compromised due to an unknown medication given. The nurse started slow intravenous fluids via a baxter pump running at 200ml/hr. The patient was then given intracoronary nitroneal which dropped his blood pressure to 60 systolic. The nurse immediately proceeded to remove the IV line from the pump so that she could run the fluid through stat. At this time the pump stated that it was doing a battery run time check and that it would take two minutes. During these two minutes the nurse could not remove the IV tubing from the pump. The nurse could not change the program that was set and no fluids were running. No additional information is available.